Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy procedure, there was no staple formation. The staple line was incomplete proximally. The staple was able to fire but had an abnormal sound. Staple line was over-sewn. Changed to a new manual handle to resolve the issue. Patient status is stable. No adverse events reported. No reinforcement material was used.